Manufacturer narrative:
A bayer service representative visited the site at which time the injector head was placed onto a pedestal mount which restored the injection system to normal operation. Product analysis received and examined the returned components. Visual examination determined that the vertical support arm (vsa) did not remain engaged to the system due to a failure of the bond joint between the spherical bushing and the upper flexure assembly.

Event description:
The following information was received from a bayer representative: the overhead counterpoise system (ocs) broke at the level of the vertical support. No injury or adverse event was reported.